Event description:
It was reported that while checking for another device, the cs100 intra-aortic balloon pump (iabp) unit had an electrical code 58 failure. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e1 (initial reporter and email), e2, e3, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit had an electrical code 58 failure.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g2, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conlcusions), h10. Additional customer contact phone:(B)(6). A getinge field service engineer (fse) during the examination of the device, the electrical code failure #58 error message was seen. Autofill calibration was performed on the device. After calibration, ¿maintenance required code #2 error was encountered. Drive pressure transducer and battery assembly, which were removed from the device with serial number (B)(6), were installed on the device with serial number (B)(6). Functional tests of the device have been carried out. Device test catheter and trainer were activated. The device is in working order, but it has been observed that the safety disk replacement date has passed. Safety disk replacement is required. Operating hours: 7200.8hsafety disk s/n: (B)(6) safety disk replacement date: (B)(6) 2018.